Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced perforation, pericardial effusion and expired. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was not deep seated in the laa. A 27mm watchman ® laa closure device & delivery system (wds) was then advanced. The closure device was partially recaptured and re-deployed as the placement was too distal. During the anchor test a small tear occurred to the upper wall of the laa. However, pass criteria was met and the closure device was successful implanted. Post implant the perforation had led to a pericardial effusion with tamponade and pericardiocentesis was performed, but was not successful. The patient went into cardiac arrest and did not respond after the medical team tried for 30 minutes to recover normal vital signs and the patient expired.